Manufacturer narrative:
(B)(4). The cause of the reported problem was determined to a manufacturing issue during assembly. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned and evaluated. A visual inspection was performed and it noted that the cap was missing from the effluent line port. The sample was confirmed for the reported problem. Should additional relevant information become available, a follow up medwatch will be submitted.

Event description:
It was reported that the protective cap on the drain line of an automated peritoneal dialysis set was missing. This was found as the line was about to be connected to the drain bag, prior to patient use. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). The device was reported to be available but has not yet been received. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.